Manufacturer narrative:
Product complaint # (B)(4). Medical device removal: since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿breast implant texturization does not affect the crosstalk between msc and alcl cells¿. A female patient with history of mastectomy and immediate implant-based breast reconstruction 15 years ago developed capsular contracture bg iii and was managed by capsulectomy with implant replacement.